Event description:
It was reported the external pulse generator (epg) freezes. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event; battery end of life, normal. Side bail covers are broken.